Manufacturer narrative:
(B)(4). (B)(6). Reported event was confirmed by review of x-rays and provided medical records. Review of the x-rays by a radiologist indicate right total knee arthroplasty with mild lucency seen at the cement hardware interface of the lateral tibial plateau. Malalignment of the right knee is seen with medial subluxation of the femoral component with respect to the tibial component. Review of translated medical records indicate that the patient was suffering from pain, dislocation (hinge post extension) and loosening in the right knee. The dislocated loose bolt of the hinge post extension was removed which had traveled to the middle of the joint. Massive metallosis of the synovial was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient underwent a revision surgery due to instability of the articular surface prosthesis.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends